Event description:
It was reported the x8-2t transducer was not articulating properly during use. The transducer is associated with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. The procedure was completed using the same transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The transducer was replaced to address the customer¿s immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. The reported problem of the transducer not articulating properly, was not confirmed. The articulation knob was functioning as expected. There is no indication of non-conforming material from shipment, and no indication of design anomaly requiring further action.